Event description:
Information received from the field notes that the patient presented in the clinic for a follow-up due to syncopal episodes. The patient was in sinus rhythm. Bipolar atrial capture thresholds were 2.75 v, 0.4 ms with a 380 ohms lead impedance. The device was programmed to 4.5 v, 0.6 ms in the atrium.